Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 108 mg/dl. The troubleshooting was performed and found out that the problem is the battery cap. The customer was advised that we will replaced the battery cap and call back if the issues continues. No furthger assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)